Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. For the reported event, the device was not returned for evaluation; therefore, the investigation is inconclusive for detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model ec500f filter detached. The device and detached limbs were retrieved percutaneously. This report was received from one source. The event involved a patient with no known impact to the patient. The patient¿s gender, age and weight were not reported.

Manufacturer narrative:
H10: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. For the reported event, the device was not returned for evaluation; therefore, the investigation is inconclusive for detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2020-03969. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model ec500f filter detached. The device and detached limbs were retrieved percutaneously. This report was received from one source. The event involved a patient with no known impact to the patient. The patient¿s gender, age and weight were not reported.